Manufacturer narrative:
The customer provided physio-control with the patient information. The patient involved in the reported event is deceased; however, the customer confirmed that the device use did not contribute to the outcome of the patient. Patient information fields a1, a2, a3, and a4 have been updated.

Event description:
The customer contacted physio-control to report that their device was stuck repeatedly booting up during a patient event and would then power off after a few seconds. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was stuck repeatedly booting up during a patient event and would then power off after a few seconds. There were no reports of any adverse effects to the patient as a result of the reported issue.